Event description:
It was reported a deep brain stimulation (dbs) procedure was initiated to implant bilateral leads and an implantable neurostimulator (ins). The two leads were placed in the globus pallidus internal (gpi) and were connected to the ins using two adaptors. Impedance was checked. All values for contacts 0-3 were normal but other contacts, 8-11, showed measurements in excess of 40,000 ohms. The ins connector was disconnected and connected again repeatedly and impedances were measured again with only contacts 0-3 showing normal. It was noted fracture of the leads and adaptors was unlikely. The doctor considered the adverse health effect on the patient as the first priority and replaced the ins. When the impedances were measure all electrodes showed normal values of approximately 1,000 ohms. Additional information received 11 days later reported the cause of the issue was not determined. The patient was receiving effective therapy with the new ins.

Manufacturer narrative:
(B)(4).